Event description:
Baxter received a customer report involving an elastometric device that infused its total fill volume after 40 house instead of the expected 48 hours. The device was filled with 100 ml of either morphine or ketorolac or both diluted in normal saline. The pt received the infusion subcutaneoulsly. It was also reported that there wre no particular heart sources nearby that could potentially affect the flow rate of the device. No pt injury was reported.